Manufacturer narrative:
(B)(4). Analysis results were not available at time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced an acute incident where the stimulation "went crazy" and she experienced intense shocking and pain from the implantable neurostimulator (ins) which resulted in a loss of therapy. The intended therapy for the pt was peripheral nerve stimulation. Two on-point leads had been placed on the radial nerve. Pt required very little changes to programming and/or settings. [2 programs = program 1: amp: 0.35, pulse width: 180, rate: 80, electrode settings: 0(+) and 2(-);program 2: amp: 0.35, pulse width: 180, rate: 80, electrode settings: 6(+) and 7(-)]. Following the acute incident, the pt reported that she could no longer use the ins without having a repeat occurrence of the event. Reprogramming was attempted with the same result. It was reported that the pt had been without stimulation for several months because she could not use it without intense increase in stimulation. The ins was explanted. Pt required very little changes to programming and/or settings. Two programs were updated on the ins. Intra-operative impedance measurements were taken and the results within the normal range of 300-1000 ohms. Pt had no injuries related to the incident and recovered without sequela. A f/u report will be sent if add'l info becomes available.